Manufacturer narrative:
The device was received for evaluation. During functional testing, the device reproduced the reported inaccurate flow rate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification pressure plates. The pressure plates require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate flow rate during patient infusion at the emergency room. There was no known patient injury or medical intervention associated with this event. No additional information is available.